Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s pre-discharge device check, the following day after implant, it was noted that there was ffrw (far field r-wave) oversensing on the current egm (electrogram) for the atrial lead. And that the p-wave measurements on the atrial lead were below range. Additionally, the r-wave measurements on the right ventricular (rv) lead were also below range. The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.